Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Primary procedure, left total knee. It was reported that when opening the outer sterile blister, part of the plastic tray broke off when the tyvek was removed. Due to sterility concerns, the implant was not used. Another implant was used in its stead with a surgical delay of 30 seconds or less.

Event description:
Primary procedure, left total knee. It was reported that when opening the outer sterile blister, part of the plastic tray broke off when the tyvek was removed. Due to sterility concerns, the implant was not used. Another implant was used in its stead with a surgical delay of 30 seconds or less.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed by visual inspection. Conclusion: based on the visual inspection of the returned product the investigation concluded that the packaging damage was most likely caused by incorrect/excessive handling prior to opening of the product whereby the unit carton may have been compressed and/or dropped from a height causing the damage to the carton. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.